Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, d10, h2, h3, h6, h11 corrected fields: h6, h8 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disconnection in optical module, scope communication error code (e226) is displayed, no image is displayed, damage on video connector socket. A root cause could not be identified. Based on the results of the investigation, it is likely due to disconnection in optical module, scope communication error code (e226) is displayed and no image is displayed. The most probable cause of damage on video connector socket is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center can no longer be connected to endoeye, during set-up. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.